Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: hair inside the catheters.

Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report # 1710034-2019-00717. This MDR should therefore be disregarded. Any information regarding this incident can be found under MFR report # 1710034-2019-00717. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: hair inside the catheters.